Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: other mitraclip, steerable guide catheter. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death. It was reported that this was a mitraclip procedure to treat grade 4 + functional mitral regurgitation (mr). Two mitraclips were successfully implanted reducing mr to grade 1 to 2 + with good results. At the end of the procedure, an attempt was made to awaken the patient, but the clinical condition worsened with a drop in heart rate and blood pressure. The patient went into ventricular fibrillation. Resuscitation attempts were made, but the patient expired from cardiac arrest. An autopsy was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of arrhythmias (bradycardia and ventricular fibrillation), cardiac arrest, hypotension and death as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. A definitive /conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular medical affairs director. The reviewer concluded that the mitraclip procedure was successful in reducing mitral regurgitation from grade 4 to 2. Death occurred at the end of the procedure in a context of hemodynamic compromise and ventricular fibrillation, but without an identified cause. There is no evidence that these events are related to the device. The procedure could have contributed to the death; however, a definitive cause cannot be determined based on the information available.